Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor, urinary dysfunction/sacral nerve stim. It was reported that the caller mentioned the patient had not used the ins for about 1.5-2 years because the patient was implanted and they used the device for about 6 months, but the device did not control symptoms and the patient quit using the ins. The caller said the patient was now "straight cathing" because the stimulator was not controlling bladder symptoms. The agent reviewed MRI guidelines. On 2025-oct-17 additional information was received from the patient. They reported that they did experience retention prior to the device, however catheterization was not their standard of care. They stated that "this piece of junk quit working after a few months and now he has this device in his body which causes a lot of problems when he needs an MRI." They didn't state whether the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.